Event description:
Reference MDR #1219856-2010-00378 for the first event and MDR #1219856-2010-00379 for the second event involving the same pt. It was reported that this was an emergent intra-aortic balloon (iab) insertion and the pt was heading to the operating room after the iab was inserted. While in the cath lab the third iab was prepped and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery over the same spring wire guide (swg). The md could not insert the iab through the saf sheath. As a result, the md removed the saf sheath, the iab, and the swg. The md made a request for a fourth iab. The fourth iab was prepped and a sheath was inserted through the pt's femoral artery. The fourth iab insertion was a success. There was no reported pt death. The pt was not injured and medical/surgical intervention was not required. Therapy was delayed/interrupted for 15 minutes total. The pt's outcome is listed as fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.